Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that during treatment in fill 1 of 5, the patient noticed that the trigger came out of the stay safe connector and fluid started leaking from where the trigger is. Patient cancelled the treatment. During follow up, the patient¿s peritoneal dialysis nurse (pdrn) reported that the fluid leak did not result in any adverse events. The patient missed one treatment. The patient continued to perform continuous cycling peritoneal dialysis after that. The set was not made available for investigation.